Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. This report was found to be out of calibration.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. During evaluation the pump could not detect the cartridge during the load step and emitted a no cartridge detected warning. Unrelated to the event the battery compartment was found to be cracked and the display was found to be dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.